Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled, the upstream occlusion seal sensor was worn and the battery compartment was chipped. The visual inspection confirmed the reported issue. The downstream occlusion sensor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's downstream occlusion sensor seal was bubbled. Per reporter the issue occurred during infusion. No adverse patient effects were reported.